Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer does open when user attempted to troubleshoot; however, the cubie does not release and prompted a maintenance request. Surrounding cubies were also impacted, as they cannot be accessed or opened from behind the affected cubie. The front cubies, however, continued to function normally. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) remoted into station, confirmed there was no failed hardware icon present and issue was resolved by the customer. The system functioned as intended after the field service engineer verified the device.